Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had an insulin flow blocked alarm during the fill cannula process. Troubleshooting was performed and insulin was able to exit with the fill tubing. They were advised that the insulin pump was working as designed. The customer's parent also reported that they had a low blood glucose of 44 mg/dl. They treated the low blood glucose with juice and food. The customer's blood glucose was 297 mg/dl at the time of call. The device will not be returned for analysis.